Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively. It was believed that the leads were damaged/broken prior to the procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation. High impedances were noted. The patient underwent a revision procedure wherein the leads were replaced. The patient was reportedly doing well postoperatively. It was believed that the leads were damaged/broken prior to the procedure.

Manufacturer narrative:
Sc-2218-50 sn: (B)(4) device evaluation indicated that the lead passed mechanical test performed. The complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead, approximately 25 cm from the proximal end. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The broken cables were still contained inside the lead body. Sc-2218-50 sn: (B)(4) device evaluation indicated that the lead passed mechanical test performed. The complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead, approximately 25 cm from the proximal end. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The broken cables were still contained inside the lead body. Additionally, visual inspection revealed that the lead was cleanly cut approximately 28 cm from the distal end and cables are exposed. This was a result of a typical explant procedure and was not considered a failure.